Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose levels of 40 mg/dl and 410 mg/dl. The customers current blood glucose level was 340 mg/dl. Customer experienced hyper and hypoglycemia, and treated them with the insulin pump. Customer believes her meter readings are off as much as 300 points, misleading her and leading her blood glucose to rise. During troubleshooting, it was acknowledged that the insulin pump was working fine and the customer should monitor the device. Nothing was returned or shipped.